Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. However, it was stated that it was highly probable that the phenomenon occurred due to leak test failure and some defect on medivators. The subject device manufacture date was not identified as the serial number was unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center encountered scope communication error b30 and unsupported scope error e315 with several scopes. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The serial number of the subject device has not been provided at this time. The device was not returned to olympus for evaluation. Upon inspection at the customer site, the customer determined they had a faulty mu-1 leak tester and the b30 errors were a result of missing component in their medivators. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.